Manufacturer narrative:
Based on the results of the investigation, the most likely cause of the water line not being disinfected was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation, that the water supply pipeline of the endoscope reprocessor was not disinfected. An unknown number of endoscopes were reprocessed while the pipeline was not disinfected. There was no reports of patient harm or involvement.